Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of body mass index normal, grass allergy, pollen allergy, nickel allergy, anal fistula excision and parity 2. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pelvic discomfort ("pelvic heaviness"), headache ("headaches"), fibromyalgia ("widespread fibromyalgia"), fatigue ("fatigue") and hot flush ("hot flushes"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy and coronectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue, fibromyalgia, headache, hot flush, pelvic discomfort and pelvic pain to be related to essure administration. The reporter commented: lot number unknown. Essure was removed at the patient's request due to the events. A 6-month post surgery follow-up was not available. Reporter considered that essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.508 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of body mass index normal, grass allergy, pollen allergy, nickel allergy, anal fistula excision and parity 2. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pelvic discomfort ("pelvic heaviness"), headache ("headaches"), fibromyalgia ("widespread fibromyalgia"), fatigue ("fatigue") and hot flush ("hot flushes"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy and cornuectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue, fibromyalgia, headache, hot flush, pelvic discomfort and pelvic pain to be related to essure administration. The reporter commented: lot number unknown. Essure was removed at the patient's request due to the events. A 6-month post surgery follow-up was not available. Reporter considered that essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.508 kg/sqm. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 19-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of body mass index normal, grass allergy, pollen allergy, nickel allergy, anal fistula excision and parity 2. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time she experienced pelvic pain (seriousness criterion intervention required), pelvic discomfort ("pelvic heaviness"), headache ("headaches"), fibromyalgia ("widespread fibromyalgia"), fatigue ("fatigue") and hot flush ("hot flushes"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy and cornuectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue, fibromyalgia, headache, hot flush, pelvic discomfort and pelvic pain to be related to essure administration. The reporter commented: lot number unknown. Essure was removed at the patient's request due to the events. A 6-month post surgery follow-up was not available. Reporter considered that essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.508 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.